Event description:
It was reported that during lead anchoring the lead fractured. The explanted lead has not been returned to ans for evaluation.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results - the lead as returned was incomplete and appeared to have been severed approximately 12 cm from the stimulation end. The stimulation end of the lead was found in the introde. No other anomalies or wire breakage were observed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the reported event of the lead fracturing could not be confirmed. The lead as returned appears to have been severed. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.